Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check for needle hub separates due to unknown lot number. A review of risk management (B)(4) revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Customer returned photos of a 3/10cc syringe. Customer states that the needle with the shield was separated from the hub. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of photo of actual sample found (1) syringe with a gap between the hub flange and the shield flange. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Rationale: CAPA# (B)(4) initiated.

Event description:
It was reported that the hub separated from the device prior to use with a bd syringe 0.3ml 29ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle with the shied was separated from the hub.